Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies, unexpected low battery alarms or failed battery test alarms were noted. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had corroded battery tube, cracked case at the display window corners and scratched lcd window.

Event description:
It is reported that a customer received a battery-out alarm on their insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was at 75 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
The pump passed the delivery accuracy test. No damage on the lcd isolation tape was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.